Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a foreign object found in the sterilized pack prior to opening.

Manufacturer narrative:
Three attempts made to request product return. However, the device has yet to be returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: foreign object found in the sterilized pack prior to opening probable root cause: incorrect or inadequate packaging severe shipping conditions user error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a foreign object found in the sterilized pack prior to opening.